Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most likely root cause for the capsule tear has been determined to be due to surgeon technique. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - membrane, breakage of, lens (iol), torn, split, cracked. (B)(4).

Manufacturer narrative:
Evaluation method: lens work order search, medical review. Results: visual inspection of the returned product found a large piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. A lens work order search was performed and no similar complaints were found within the work order. Medical review - a hole in the bag may mean a posterior capsule tear. This condition is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was cut and removed due to hole in bag. There was no patient harm. The facility uses a competitor's phaco equipment. The facility was unable to provide any additional information.